Event description:
It ws reported that the procedure was to treat a mid left anterior descending artery. An unknown stent caused a perforation. A 2.8 x 16 mm graftmaster was advanced to the lesion but could not cross. A non-abbott non-compliant balloon catheter was successfully used to seal the perforation. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.